Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a falsely elevated magnesium result on a pediatric patient on (B)(6) 2013. Initial result at 0537 am was 8.3 mg/dl, same sample repeated generated a result of 2.5 mg/dl (normal range 1.6-2.6 mg/dl). The controls prior to the 0537 am result were within acceptable range, however, when the level 1 control was repeated at 0948 am on (B)(6) 2013 it gave a magnesium result of > 9.8 mg/dl. Level 1 control was repeated at 1026 am (B)(6) 2013 and the result generated was 1.9 mg/dl. No additional patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
Lot # has been corrected from unknown to 08974un12. This issue is being reported under a new initial MDR report number 1628664-2013-00141 with a different suspect device.